Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The following was reported "partial knee replacement performed by md using your mako smart robotics and restoris mck implant. It never felt right, rehab was hampered due to constant swelling. Knee began degrading over past 6 months. I am scheduled for a revision (B)(6) 2024".

Event description:
The following was reported "partial knee replacement performed by md using your mako smart robotics and restoris mck implant. It never felt right, rehab was hampered due to constant swelling. Knee began degrading over past 6 months. I am scheduled for a revision (B)(6)2024"

Manufacturer narrative:
Reported event: an event regarding pain involving an unknown mako knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.